Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the pt said she "hasn't used the system for a year because it doesn't keep a charge." Caller does not know the managing dr info.